Event description:
It was reported that the shaver broke off in the patient and was retrieved. Further, a one minute delay was reported. No adverse consequences to the patient and the procedure was completed successfully.

Event description:
It was reported that the shaver broke off in the patient and was retrieved. Further, a one minute delay was reported. No adverse consequences to the patient and the procedure was completed successfully.

Manufacturer narrative:
Upon receipt of the unit, a tip breakage condition was observed. Additional information will be provided once investigation has been completed.

Manufacturer narrative:
Upon visual inspection of the returned unit, the broken tip condition on the cutter was confirmed. The broken piece presented considerable damage and deformation of the teeth. Pronounced friction wear marks could be observed on the housing window inner surface, as well as significant dents and deformation on the window edges. Review of the device history record of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Probable root causes can be associated, but not limited to: components do not fit properly (alignment/gap between cutter and housing assembly), shaver blade comes in contact with a metal object (e.g. Scope) / bone and/or excessive force/torque applied by user (bending/prying). In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.